Event description:
The manufacturer received information alleging an initial power on issue. There was no patient harm or injury reported. During the evaluation of the device at the manufacturer's service center, an initial power up failure occurred. The device's system board needs to be replaced. No repair was performed. The device was scrapped.